Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and self test. No rattling noise was noted during testing. However, motor noise was noted during testing due to a faulty motor. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and self test. No rattle noise noted during testing. However, noisy motor noted during testing due to faulty motor. Unit received with cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump rattles. The blood glucose reading is 8.9 mmol/l. Nothing further reported.